Event description:
It was reported that three successive intraoperative diagnostic tests performed on a vns pt resulted in multiple arrhythmia events. The first two tests resulted in bradycardia, where the third resulted in transient asystole which required atropine and brief cardiopulmonary resuscitation. The procedure was terminated, the device was removed, and the pt recovered completely. The reporter indicated that the device was returned to the manufacturer, and it was found to be functioning properly. Good faith attempts for additional product/patient info are in progress.

Manufacturer narrative:
Article reference: asconape, jorge j., david d. Moore, douglas p. Zipes, laura m. Hartman, and william h. Duffell. "Bradycardia and asystole with the use of vagus nerve stimulation for the treatment of epilepsy: a rare complication of intraoperative drug testing." Epilepsia 40 (1999): 1452-1454.